Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while performing roof work, with a fingerstick glucose of 39 mg/dl, and the bionic report suggested a subsequent snack with rebound hyperglycemia to 259 mg/dl; troubleshooting and education were completed, and no emergency services or glucagon were used. Symptoms included hypoglycemia. Outcomes included transient functional limitation without hospitalization. Investigation included review of available device data and user report. Investigation of this case revealed no confirmed device malfunction, and the cause remained unclear given concurrent physical activity and uncertain carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.